Manufacturer narrative:
The reported complaint of leakage was not confirmed on sample-2. No damages or anomalies were observed. The drip chamber was received cut off. When a leak test was conducted on the returned samples, there was no leakage on the other returned sample. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The reported complaint of leakage was confirmed on sample-1. No damages or anomalies were observed. The drip chamber was received cut off. When a leak test was conducted, there was a leak at the inlet filter vent on. The probable cause of the leakage is due to a temporary or complete loss of hydrophobic properties due to prior infusate interaction. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unknown date involving a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch where the customer reported a filter leak from the air pressure valve. There was unknown patient involvement and no patient injuries or adverse events reported.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending. Additional contact: (B)(6).